Event description:
Patient said he has to push the recharger against the implant to be able to recharge better. Implant might be at an angle or too deep in the body. Technical services redirected patient to hcp to address the issue. Patient reported not being able to do anything with his controller, that he can't feel stimulation. Technical services(ts) had patient confirm that therapy was on in group a, it didn't appear that he can increase stimulation. Ts had patient go into group c. Patient said he increase stimulation up to around 5 ma and he felt stimulation in the left leg, patient started at 3.5 and 3.7 for pro#1 and 2. Patient then switched to group b. And he can feel stimulation in the right leg. Patient said he can't get stimulation in the right back where he needs stimulation. Patient said stimulation seem to turn on and off, possibly in a pattern - perhaps cycling was on? Ts redirected patient to hcp to address stimul ation issue. Patient reported issue with stimulation since about a year ago.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.